Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting for hemodynamic support using the impella cp optical. During insertion, the physician alleged an artery was damaged that resulted in a hematoma of the access site. Blood products were delivered as intervention.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting for hemodynamic support using the impella cp optical. During insertion, the physician alleged an artery was damaged that resulted in a hematoma of the access site. Blood products were delivered as intervention.